Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed power circuit card. The device was evaluated upon receipt. Red screen was also caused by a failed power supply circuit card. Customer declined repairs. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f, h, h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was booting to a red screen, biomed had tried reseating the circuit boards and connectors but the issue had not been resolved. The device would be coming in for an assessment. Per investigator notification received on 10jul2023, it was reported that the missing retaining bolt stud left side of shell in the middle leaving an open hole. Hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Per investigator notification received on 12jul2023, it was reported that the root cause of the red screen was determined to be a failed isolation circuit card and a failed power supply circuit card combination in the card cage. Upon inserting test cards, the control panel booted to a normal screen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was booting to a red screen, biomed had tried reseating the circuit boards and connectors but the issue had not been resolved. The device would be coming in for an assessment. Per investigator notification received on (B)(6) 2023, it was reported that the missing retaining bolt stud left side of shell in the middle leaving an open hole. Hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Per investigator notification received on (B)(6) 2023, it was reported that the root cause of the red screen was determined to be a failed isolation circuit card and a failed power supply circuit card combination in the card cage. Upon inserting test cards, the control panel booted to a normal screen.